Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment/slda in this incident could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was secondary effect of the reported slda. The reported patient effects of (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 3 mixed mitral regurgitation (mr). One clip was implanted reducing mr to grade 1. On (B)(6) 2019, prior to discharging the patient, echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (single leaflet device attachment/slda) and mr increased to 3. A second procedure was not planned because the mean pressure gradient is currently 4 mmhg. Surgical intervention is not yet scheduled. No additional information was provided.